Event description:
After storing a stopdate of a med 2 days into the future, the order is not shown in the worklist. The order looks as usual in the mar. It doesn't matter if it is a preconfigured or an free-form med. Please advice how to fix it, because nurses already forgot to give some medications caused by this error.

Manufacturer narrative:
Philips has determined that some physician entered orders are not showing up on worklists. New info received 07 feb 2008 identified pt risk. Philips is in the process of obtaining more info concerning this event, and this complaint is still under investigation. A final report will be submitted when the investigation is completed.